Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm), it was observed that there was touch misalignment. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed touch misalignment. It was not improved by calibration of the touch screen, so the touchscreen was replaced, resulting in the improvement. There were no other abnormalities found. The software version was upgraded to 3.20. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This is in regard to the touchscreen with accusation of: the touch misalignment was confirmed. Product investigation lab (pil) tech verified that the touch screen passed the touchscreen flex cable circuit resistance verification testing. However, tech noted that the resistance ratio is out of spec and as a result, the touchscreen failed the testing. The flex cable circuit resistance verification testing and resistance ratio testing are the factors that verify a functional and good working touch screen. The high out of spec resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touch screen accusation. Pil concluded that the touchscreen is faulty and misaligned due to out of spec resistance ratio measurement.